Manufacturer narrative:
Intuitive surgical received the fenestrated bipolar forceps instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The broken strands stuck out at the wrist. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to start of a davinci surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.